Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no capture. Chest x-ray was performed and visualized rv lead dislodgement. During rv lead revision procedure, it was found that the rv lead helix retraction was very slow and was not able to extend afterwards. The rv lead was explanted and replaced. Patient condition was stable.